Event description:
It was reported that cgm repeatedly showed error 42 on g7 sensor and same error had occurred multiple times on pump. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, instructed customer to place current pump in storage mode, program settings and reconnect cgm on replacement device, and return problematic pump using prepaid label within 10 days, which customer acknowledged.